Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male (race unknown) with right heart failure underwent cardiac surgery was implanted with an impella rp device for mechanical circulatory support. The pump was explanted after four days when the pump had low flows and presumed clot on the pump.

Manufacturer narrative:
The investigation into the low pump flow and the thrombus issues has been completed. The device was returned for benchtop investigation. The pump was visually inspected, and cannula seems to be damaged due to clamping. Borescope view was obtained and biomaterial ingestion around the impeller was found. Data logs were reviewed, and one instance of motor current spike followed by drop in flow observed at p-6. Additionally, the purge pressure low alarms mostly seem to be occurring during purge bag/cassette change process. The cause of the low pump flow issue was due to biomaterial ingestion per field investigation and log review. Correction : section d9: the information was inadvertently left out in the initial report which has been updated in this report.